Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately seven (7) years post initial procedure, it was determined that the rcia had grown (aneurysm expansion) and the iliac extension is no longer providing a seal (type ib endoleak). In addition, the physician suspects a type iiib endoleak of the bifurcation. A secondary intervention was completed to reline the stent graft with an afx bifurcated, afx limb extension, and an ovation ix iliac limb successfully resolving the endoleak. There have been no additional patient sequelae reported.

Event description:
Additional information received per clinical assessment refuting the reported type iiib endoleak of the bifurcated device, but confirming a iiib endoleak of the limb stent graft. Therefore, there is no known device failure of the afx bifurcated stent graft. Reference MFR. Report # 2031527-2019-00020 for report to the afx limb extension.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, the type iiib endoleak of the bifurcated device was refuted and rather, there is evidence of a type iiib endoleak for the limb stent graft. Reference MFR. Report # 2031527-2019-00020 for report to the afx limb extension.